Event description:
It was reported that the physician interrogated the patient's device during an office visit. The device's auto stimulation mode output current was found set to 3.25ma however the physician believed that a different output current had been programmed at the previous visit. It was noted that this was the second time a suspected change in settings had occurred. A review of the internal programming history database found that the device had been intentionally programmed to the reported settings at one time. However it was unclear when the physician found what were believed to be incorrect settings. No additional relevant information has been received to date.